Event description:
It was reported that this right ventricular (rv) defibrillator lead triggered a red alert and exhibited low out of range shock impedance measurement less than 20 ohms. No adverse patient effects were reported. The lead remains in service.